Event description:
It was reported that an ankylos c/x implant was removed 14 days after placement due to severe pain and swelling from infection. Antibiotics were prescribed, though reportedly did not resolve the symptoms. As a result, the implant was removed and the bone grafted.

Manufacturer narrative:
While there is no indication that the device involved malfunctioned, this event meets the criteria for reportability per 21 cfr part 803 due to the fact that multiple serious injuries resulted. The device was returned for evaluation, though results are not available as of this report.